Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Problem description 07/02/2018 11:52:16 rwhite 8015 unit customer called in with issue on 8015 unit error code 133-6080 which is the back up speaker on the unit, will have to be replace on the unit ____________________ problem description 05/09/2018 09:53:17 rwhite close case turn over to cad the file number for this l2 complaint is 2018-016059-241948. Marjie l. Norte customer advocacy, clinical specialist bd medical phone: 702-209-2121